Manufacturer narrative:
Initial reporter's email address: (B)(6). (B)(4). The device has not been returned. Therefore, a product analysis has not been done. This device is used for therapeutic purposes.

Event description:
A medtronic sales rep reported that during a procedure, the device was used, but the stimulation response was weak. A replacement device was used to complete the procedure. Follow-up indicates that the user received no response when stimulating with the initial device. However, the replacement device was used and a response was received. There was no injury reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.